Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted prophylactically with no known malfunctions. Device interrogation noted noise oversensing leading to pacing inhibition on the right ventricular (rv) lead. Physician elected to explant and replace the rv lead. The patient was in stable condition.